Event description:
The customer reported that the system intermittently displayed a "console error" error message that prevented the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to bo operating as intended.